Manufacturer narrative:
(B)(4). We are currently in the process of gathering further information from the hospital. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the velcro dots on the bc300 infant bonnet attach to the bedding and cause the interface to move. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc300 infant bonnet was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: the hospital reported that the velcro dots attach to the bedding and causes the interface to move. A lot check was not carried out as the lot information was not provided by the customer. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. Based on the information provided by the hospital, the reported fault was most likely due to the velcro not properly attached to the glider strap. All infant interface bonnets are visually inspected prior to being released for distribution, any bonnets that fail are rejected. The user instructions that accompany the bc300 infant bonnet show how to measure the baby's head circumference and select the correct sized bonnet as well as how to fit it to the patient.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the velcro dots on the bc300 infant bonnet attach to the bedding and cause the interface to move. No patient consequence was reported.